Event description:
It was reported while using bd facscanto¿ ii fluid sprayed outside of instrument. There was no impact to user or patient. The following information was provided by the initial reporter: leaking from what the cust. Describes as the facs sheath and facs clean filters on the front of the wetcart. Cust. Also explained that there appears to be a leak from the bottom. Is instrument assurity linc enabled? No. Customer problem: wet cart leaking. Steps taken with customer/troubleshooting: see comments next steps (if necessary): dispatch. Are you using this product for clinical diagnostic test? Yes. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Resolution achieved? No. Follow up required? No. Software version? No. List of parts shipped (include foc): no. RMA required? No. Was there a fluidic leak or spill? Yes. 1. Was there spray of fluid under pressure? Yes. 2. Was the leak/spill contained within the instrument? No. 3. Was the leak/spill in a customer accessible location? Yes. 4. What was the fluid that leaked/spilled? Non-waste 5. What is the source of leak/spill? (Waste or non-waste line) sheath filter. 6. Was the customer exposed to blood or bodily fluids? No. 7. Was there any physical harm to the customer as a result of the leak no.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 2916837-2021-00150 was sent in error. New information provided by fse has determined that the spray was contained within instrument, therefore, this is not considered to be a reportable malfunction.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facscanto¿ ii fluid sprayed outside of instrument. There was no impact to user or patient. The following information was provided by the initial reporter: leaking from what the customer. Describes as the facs sheath and facs clean filters on the front of the wetcart. Customer. Also explained that there appears to be a leak from the bottom. Is instrument assurity linc enabled? No. Customer problem: wet cart leaking. Steps taken with customer/troubleshooting: see comments. Next steps (if necessary): dispatch. Are you using this product for clinical diagnostic test? Yes. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Resolution achieved? No. Follow up required? No. Software version? No. List of parts shipped (include foc): no. RMA required? No. Was there a fluidic leak or spill? Yes. Was there spray of fluid under pressure? Yes. Was the leak/spill contained within the instrument? No. Was the leak/spill in a customer accessible location? Yes. What was the fluid that leaked/spilled? Non-waste. What is the source of leak/spill? (Waste or non-waste line) sheath filter. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak no.